Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the right ventricular lead exhibited loss of sensing and loss of capture. Cxr was performed and revealed the lead had dislodged. The lead was repositioned. The patient was in stable condition.